Manufacturer narrative:
Additional information: b5, d10, h6 and h11. B5: additional information was the setup of oxytocin infusion was primary sodium chloride (nacl) tubing line as rescue line at 30 ml-75ml/hour through a novum iq lvp based on physician¿s orders. Primary oxytocin tubing line (concentration of oxytocin 30 units in 500ml nacl bag) starting at 2 munits (2ml/hour) through a novum iq lvp. This will be increased by 2 munits (2ml/hour) every 30 minutes. The nurses program the IV pumps and mix the oxytocin on their own based on the protocol. For an induction the formula is 30 units in 500 ml/20 units in 1000 ml/40 units in 1000 ml. After a prolonged period of labor, the oxytocin may be paused over night to let the patient rest and get some sleep before resuming the labor. The pump "is just shut off and the line is usually just left in the pump." Additionally, the reporter alleged that "after the implementation of the novum iq lvp there may have been a slight increase in c-sections over the last few months; however, also noted "there are many factors that can cause the ebbs and flows of these numbers." H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump under infused. During an oxytocin infusion, "a primip¿ patient (a woman who is giving birth for the first time) came in at 39 weeks, in which the membrane had ruptured on its own. The nurse started the patient on oxytocin at 20 mu. The patient had minimal strength in their contractions, and the nurse increased the oxytocin to approximately 24 or 28 mu. The oxytocin bag was changed. Within an hour of changing the bag the patient went into tachysystole. The oxytocin was dropped down ¿until they got to 12 mu.¿ the nurse increased it back up 16 mu; however, the patient ¿went on to deliver vaginally.¿ the nurse alleged the patient did not progress as expected as a result of the suspected under infusion therapy. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h7, h9 and h11. H11: while the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.